Event description:
It was reported that during a da vinci-assisted surgical procedure, staff encountered an issue with powering the system on. The reporter explained they received a not connected to tower message on the console and robot. The staff completed a hard power cycle of the system components before they were able to power the system on. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a gastric bypass/ the console surgeon was terry scarborough. The customer had to upsize the 8mm to a 12mm. The patient tolerated the conversion well. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse power cycled system and upon startup observed error 23062. Fse attempted to recover error and was unable to recover. Fse hard power cycled system and set system up for test drive. System powered on with no error. Fse test drove system. After 5 minutes error returned. Fse reviewed logs and found error indicating a bad motor in the right master tool manipulator (mtm). Fse replaced pn: 380699-46 mtm to resolve the issue. The system was tested and verified as ready for use. This unit was returned, and failure analysis was unable to replicate the reported issue. Failure analysis reviewed recorded error logs and verified error 23062, indicating a possible bad motor in mtm. A visual inspection found no problems related to the reported issue. The unit was installed on an internal eft system, and the reported issue could not be replicated during system testing. Advanced failure analysis was unable to replicate the issue as well. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of pn: 380699-46 master tool manipulator (mtm) found no issues related to the reported complaint. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).

Manufacturer narrative:
The unit was then placed in a surgeon functional test platform (sftp) were the 23062 error was able to be replicated pointing to an issue with the manipulator controller master base driver2 (mcmbd2). The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a voltage mismatch on the mcmbd2 within the affected mtm. This issue can be resolved by switching to a different surgeon side console (ssc).

Event description:
Refer to h11 for follow-up information.